Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a low blood glucose of 22 mg/dl. The customer stated that he was very busy, and didn't consume enough calories for the lunch bolus he delivered. The customer stated that the hospitalization was user error, but his doctor felt it was insulin pump related. The customer stated that the insulin pump was exposed to x-ray and MRI scans during the hospitalization. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also reported getting battery out limit and low reservoir alarms. Found that the reservoir volume was accurate. Nothing further was reported.